Event description:
It was reported that the pump experienced a malfunction code during the night, requiring a restart. Additionally, the battery was depleting faster than usual, the usb charging port was corroded, and the buttons were sticking and jamming. There was no reported impact on patient's blood glucose level. Patient declined follow-up, and no further information was obtained regarding the outcome.